Event description:
Dealer advised alarming and getting one red and two green light error code and then shutting down. Spoke with tech advised high pressure and check pilot valve, dealer hung up received information from tech.